Event description:
It was reported that during a procedure the unit broke inside the patients knee while shaving.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.